Event description:
The guidewire was advanced in an extremely distal circumflex artery. The wire lodged distally, upon pullback from the vessel. Reportedly, a 3 cm radiopaque tip segment of the wire remained within the pt's vessel.

Manufacturer narrative:
Visual examination: the guidewire was noted to be fractured underneath the intact black ptfe sleeve distal end. The guidewire fracture location is approx. 1 mm proximal to the ptfe sleeve distal end. The fracture consisted of both the corewire and flat section of the coilwire. The distal fractured wire segment was not returned for examination. A kink in the wire was noted, 16 cm proximal to the distal end. Microscopic examination: further evaluation using scanning electron microscopy (sem) on the fractured end of the guidewire revealed circumferentially-directed cracks on the outer diameter transverse with ductile surface features and some metal smear. A noticeable twist in the wire can be seen. The orientation of the fracture fibrils does not indicate torsional overloading. It is believed the fracture of both the corewire and coilwire occurred due to a severe cyclic bending stress at the fracture location during clinical use, and it is not related to the mfg of the product.